Event description:
Per the field clinical specialist, approximately 8 years post implantation of a 26mm sapien valve in the aortic position the patient was presented with regurgitation, aortic insufficiency, gradient increase measured at 19mmhg and underwent a valve-in-valve procedure with a 23mm sapien 3 ultra valve. The physician did not consider this early failure. A 23 sapien 3 ultra implanted with no issue, post dilated with a 22 true balloon, final cath and echo gradient was 9mmhg, patient stable and doing well.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. An image review unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed to due imagery and medical record unavailability. A manufacturing non-conformance was unable to be determined. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Due to insufficient information, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective/preventive action nor product risk assessment pra is required.